Event description:
It was reported that the patient experienced a delayed shoulder surgery due to a rapid heart rate. Follow up was unable to determine the cause of the rapid heart rate. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in a field action.  Based on the information received and without the return of the product, it could not be determined if this device performed as described in the field action. Concomitant products: 4150, competitor pacing lead, unknown implant date. (B)(4).